Event description:
In early 2009, the pt reported that her blood glucose was elevated to 400 mg/dl. Her blood glucose is typically below 180 mg/dl. She stated that she continued to bolus through the infusion device and she changed her infusion site and tubing, but her blood glucose remained elevated. She began injecting insulin via pen and her blood glucose lowered. She stated that she noticed the time on the infusion device was not correct. She stated that it had been correctly programmed by her trainer and it was correct the previous day. The time read 23:12 and it should have been 11:34. She stated that she switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.